Manufacturer narrative:
The reported complaint has been confirmed. Unit displays ¿short circuit detected" error message upon power up. Cause of errors are shorted out transistors on the main pcb. Control unit passed functional testing with a known good main pcb installed. Reference complaint (B)(4) for mdu investigation which found a shorted out power cord causing "short circuit detected" error message. The shorted mdu power cord probably caused electrical damage to the main pcb. The complaint investigation has concluded that a defective hand piece is the most likely cause of the damaged components on the main pcb. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that smoke was observed coming from the control unit and attached mdu cable during a shoulder scope procedure. A delay of less than 30 minutes occurred as a result and no patient or staff injuries were reported. A backup control unit and mdu were used to complete the procedure.